Manufacturer narrative:
Additional information/evaluation summary: there were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stall that never recovered. During analysis, residue and shaft wear were found on the lower shaft of the rotor magnet. Also, some of the teeth of gear wheel 3 were found to be significantly corroded.

Event description:
It was reported that the pump motor stalled and never recovered. The patient needed oral medications and was hospitalized in the intensive care unit with increased spasticity through her whole body. There was ¿no possible source of electromagnetic interference as root cause¿. A pump replacement was planned. The patient status was reported as ¿alive-with injury¿. The pump was delivering lioresal. It was later reported that the pump was replaced. It was later reported that the pump had delivered 2000 mcg/ml lioresal since implant. It was later reported that the cause of the motor stall was undetermined; there were no emi (electromagnetic interference) sources p resent. The patient¿s spasticity reduced again after implant of the new pump.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that the patient fully recovered after the pump replacement and was receiving effective therapy again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.